Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: no patterns were found; therefore, no additional actions are deemed required. The trend of a050401 fluid leak complaints will continue to be monitored and corrective actions will be taken in the future if deemed appropriate. Device evaluation: visual analysis of the returned device identified: delamination in the diaphragm valve, cease, white particles in inside device, wear abrasion, opening diaphragm valve. Leak test was performed and found opening on diaphragm valve. A microscopic analysis was performed which identify delamination and crack diaphragm valve based on the device analysis the final assessment is: delamination of the diaphragm valve assessed as adhesive failure. A crack on diaphragm valve due to cracked valve seat diaphragm valve. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.